Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling: 5. Precautions ¿ juvéderm volbella® xc injectable gel is packaged for single-patient use. Do not resterilize. Do not use if package is opened or damaged. ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. 8. Instructions for use b. Health care professional instructions 9. If the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle.

Event description:
Healthcare professional reported that one syringe of juvéderm volbella® xc, ¿cracked on the plastic that connects.¿ patient contact was made. There was no injury to patient, staff, or injector. The packaged needle was used for the injection and this was the initial use of the syringe.

Event description:
Healthcare professional reported that one syringe of juvéderm volbella® xc, ¿cracked on the plastic that connects.¿ patient contact was made. There was no injury to patient, staff, or injector. The packaged needle was used for the injection and this was the initial use of the syringe.

Manufacturer narrative:
Device analysis summary: visual analysis of the device indicates the 3mm luer lock is broken and a part of the plastic is missing.